Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was attempting to change the infusion set and when he got to the fill tubing section, the insulin squirted out and it would not stop coming out of the pump. Customer stated that he removed the set from the pump. Customer's blood glucose was 189 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that he was unable to exit the preparing to prime loop. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.